Event description:
The pt experienced fevers and increased spasticity. The pt's pump was replaced due to a leak around the connector site and pump. The pt was discharged in 2009. The pt outcome was reported as "on-going". The medication being delivered vis the device system was baclofen.